Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It could not be injected when the needle protruded from the sheath but it could be injected when the needle was retracted into the sheath. The needle tube was compressive buckled. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past, the needle might be unable to inject due to the compressive buckling on the needle tube. The compressive buckling on the needle tube was likely caused by the large friction between the sheath and the needle tube when the needle was extended. It was likely that the friction between the outer tube and the needle increased by the following factors. 1) the needle was extended/retracted while the tube was bent at inspection of operation. 2) the slider was abruptly pushed. 3) the endoscope was angulated. The above device handling has warned in the instruction manual as follows. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Operate the slider slowly, otherwise the tube could buckle. Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic mucosal resection, the subject device was used. In the procedure, the user could not inject by using the subject device. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of the injection.